Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 446 mg/dl. Customer stated that she ate food and did not gave herself bolus for correction. Customer was not using auto mode feature at the time of reported hyperglycemia incident. Customer reported that the difference between sensor glucose and blood glucose was not within target range; however, insulin delivery was not suspended due to low sensor glucose. No further details given about hyperglycemia incident. Insulin pump will not be returned for analysis.